Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to the pt experiencing glare. The association between this event and the iol is not known. Additional info has been requested.

Event description:
Additional info has been provided by a surgical tech at the user facility. A yag capsulotomy was performed on the pt and the pt's outcome was excellent.